Event description:
It was reported that during the implant of the implantable neurostimulator (ins), the physician did "something" to the left lead. After surgery, the left lead was not stimulating the bottom of the left foot like it was before. The patient had the ins and lead implanted on the left side and leads only implanted on her right side and peripheral ins and leads for the left leg. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51,lot# serial# (B)(4), implanted: (B)(6) 2000,explanted: product type extension product ID 7495-51, lot# serial# (B)(4), implanted: (B)(6) 2000, explanted: product type extension product ID 748951, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type extension product ID 748951, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type extension product ID 7435, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 7427, lot# serial# (B)(4), implanted: (B)(6) 2000, explanted: product type implantable neurostimulator product ID 3998, lot# j0427920v, serial# implanted: (B)(6) 2004, explanted: product type lead product ID 3998, lot# j0424818v, serial# implanted: (B)(6) 2004, explanted: product type lead product ID 3988, lot# n24673, serial# implanted: (B)(6) 2000, explanted: product type lead product ID 3988, lot# n24427, serial# implanted: (B)(6) 2000, explanted: product type lead. (B)(4).